Event description:
Pt was very hard to bag per crna. Anesthesiologist into see pt and stated the new circuit filters are not safe especially when they get wet (as they are foam sponges). No harm to the pt, but there have been ongoing issues with the new circuits and masks. Issue elevated to system safety and purchasing. New circuits will be replaced with new ones that were used in the past.